Manufacturer narrative:
Allegation was unable to be confirmed or not confirmed (unable to determine from information available.) The device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure on (B)(6) 2020, the physician was unable to implant a lead into the epidural space due to the patient not being able to tolerate the surgery. As a result, the implant was abandoned.